Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly fractured lead to disconnection between the distal and the proximal end of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was received. Visual, microscopic, and functional evaluations were performed. A longitudinal split was noted approximately 4.2cm from the distal end of the cath-lock. The investigation is inconclusive for the reported material separation issue, as the exact circumstances at the time of the reported event cannot be verified. However, the investigation is confirmed for the reported fracture as noted on the catheter. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly fractured lead to disconnection between the distal and the proximal end of the catheter. There was no reported patient injury.